Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all prelease specifications.

Manufacturer narrative:
Lot: 15373249: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the plc201400/5373249 device was prepped on the back table per instructions for use. When the physician retracted the delivery catheter, he noticed the olive tip was broken off and inside the patient. There was no occurrence of resistance or difficulty during deployment or when retracting the delivery catheter. The physician was able to retrieve the distal olive by snare. The case was originally planned to be a percutaneous access bilaterally, however the physician had to perform a cut down on the contralateral side in order to snare the olive tip. The patient tolerated the procedure.

Event description:
The cut down procedure was needed due to the olive plug not being on the aortic wire. Therefore, the snared olive plug is held perpendicular to the aortic wire and could not be pulled into the sheath. It was reported to the field sales associate on (B)(6) 2017, the patient developed a wound infection on the cut down side that was well treated with oral antibiotics. Follow up CT showed good results.